Manufacturer narrative:
UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported an aortic extender component was implanted to extend proximally from the trunk-ipsilateral leg component to the lowest renal (left). During deployment the device "jumped" proximally (an unknown amount) partially covering the left renal. It was reported the device moved proximally during the deployment due to stored energy on the catheter. An atrium icast¿ balloon expandable covered stent as well as a gore® viabahn® endoprosthesis were implanted into the left renal to successfully restore blood flow to the vessel. The patient tolerated the procedure. No additional adverse events were reported.